Event description:
Procedure type: unknown. According to the reporter: the surgeon had to redo all the stapling because of a staple formation failure. The stomach and duodenum opened at the time of surgery so he had to convert the surgery to an open method.

Manufacturer narrative:
(B)(4).